Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 30 mg/dl and a result between "130 mg/dl to 180 mg/dl".